Event description:
Two instances of holes in sterile gloves. Both times have been in the 6.5 size. This is not being caused by the person putting on the gloves, rather the holes are there when we don sterile garb. One glove that had a hole was saved. The hole was in the tip of the right hand middle finger. I do have a picture. In the picture, we put a black circle around the hole, which is about the size of a straight pin head. No patient was involved.